Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6) 2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024 through (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. Patient sensor check passed. Safety clamp operation passed. Voltage verification check passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6)2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 or (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024 through (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.

Manufacturer narrative:
Clinical review: there is a likely temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd culture resulted negative; however, the patient had already been administered antibiotics with vancomycin, zosyn, and meropenem in the ER the day before the cultures were obtained. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. (Salzer, 2018) although no cause of the peritonitis event was provided, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the information provided and no evidence of a malfunction or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis. Additionally, the patient was simultaneously hospitalized and diagnosed with severe sepsis with septic shock with source not identified. There is no documentation in the complaint file to show any temporal or causal relationship between the sepsis and the use of any fresenius product. The information provided during follow-up does not include any relationship between the patient¿s peritonitis event and the diagnosis of severe sepsis with septic shock as the source was not identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6) 2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.